Event description:
During a roux-en-y the surgeon fired the linear cutter and once they released it, the tissue on the superior side of the stomach (if coming from the lesser curve) was cut and opened on the anterior superior side of the cut line. On the inferior side of the staple line the stomach was held together completely by the staples. It was noted that there were complete b formations in the proximal portion of the stapler where there was no tissue. However staples were not seen throughout the left of superior portion of the staple line in the superior portion of the stomach but it appeared that there were staples in the posterer. The case was completed with a similar device and the surgeon had to open the pt.